Event description:
It was reported that the patient was admitted to the hospital with syncope. The pulse generator was unable to be interrogated and an external pacer was found to be not capturing either. No magnet response was elicited. A temporary pacer was placed and the patient had the pulse generator explanted and replaced the following day. No further patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.